Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a black circle present and a button error alarm. Customer was unable to clear the alarm. Customer could not recall any significant events leading to the alarm. The customer reported the alarm occurred again after the battery was replaced. Customer's blood glucose was 214 mg/dl. The insulin pump will be returned for analysis.